Manufacturer narrative:
We have not received the complaint device for evaluation since it was discarded by the user. Without the returned device, we remain inconclusive on the exact cause of the malfunction. We have observed the reported incident in the picture that the surgeon provided to us. In the picture, we observed the ptfe tape peeled at the graft's end section. We have performed a burst test and water entry test on a sample of units from our inventory. All of them passed the minimum specification. Likewise, we have also performed a visual inspection on these grafts. None of them showed any defects. Please note that we perform a 100% water entry test of the manufactured graft during our in-process inspection. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have initiated a corrective and preventive action (CAPA) to address the potential root cause(s) of this defect. The CAPA remains an active project at this time.

Event description:
Prior to the anastomosis, during preparing the lifespan eptfe vascular graft, a layer of the graft started to separate when the surgeon cut it across the graft. So, the surgeon cut the section of the graft that peeled and implanted the remaining portion of the graft.